Event description:
It was reported that a detached or missing sensor wire occurred. No product or data was provided for evaluation. The allegation and a probable cause could not be determined. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).

Event description:
Subsequent to the initial MDR, additional information became available. It was reported that a detached or missing sensor wire occurred. The wearable was inserted into the arm. On 12/01/2025, it was reported that the patient underwent surgery because a g7 sensor wire remained in her arm, later developing into an abscess nearly the size of a ping pong ball, which required surgical removal. There was no additional information provided regarding the surgery. No anesthesia was reported and it was not specified if how the incision was closed. Dexcom technical support attempted to follow up with the patient multiple times to obtain further details and clarification regarding the incident, but they were unable to make contact. No other details were documented. At the time of report, the patient¿s condition was unspecified. No product or data was provided for evaluation. The allegation and a probable cause could not be determined. No additional patient or event information is available.

Manufacturer narrative:
B1 adverse event and/or product problem- additional. B3 date of event - correction. B5 describe event or problem - additional. B6 relevant tests/laboratory data, inclu - correction. H1 type of reportable event. H2 correction/additional information. H6 health effect impact code - correction. H6 health effect clinical code - correction.